Event description:
Procedure: lap gastric banding. According to the reporter: the tip of the device broke off inside the patient's cavity. The tip was retrieved. A new device was opened and used to complete the case.

Manufacturer narrative:
(B)(4).